Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented with low, out of range hv lead impedance. The patient was brought in for revision. Under fluoroscopy, the rv looked normal. The leads were disconnected from the ICD and tested fine via pacing system analyzer. The leads were connected to the new ICD, and all measurements were normal and within range. The ICD was explanted and replaced.